Manufacturer narrative:
This is the first of 2 reports. Subject device remains implanted.

Event description:
It was reported that a patient underwent successful stent-assisted (y-stenting) coil embolization of an unruptured aneurysm located on the basilar apex. Approximately 8 month-post-procedure, re- intervention to target aneurysm was undertaken. The event was resolved with no residual effects. According to the clinical events committee (cec), the re-treatment was related to the procedure, related to the atlas stents (subject devices), and not related to the coil mass. Per site, the reason for the re-intervention was a large, expanding basilar aneurysm with compression on the brainstem causing symptoms. Aneurysm continued to expand despite atlas stenting and coiling.

Manufacturer narrative:
Outcomes attributed to ae: added "other serious (important medical events)". Executive summary: based on the additional information received executive summary is updated to include, ¿per site, the reason for the re-intervention was a large, expanding basilar aneurysm with compression on the brainstem causing symptoms.¿ (B)(4).

Event description:
It was reported that a patient underwent successful stent-assisted (y-stenting) coil embolization of an unruptured aneurysm located on the basilar apex. Approximately 8 month-post-procedure, re- intervention to target aneurysm was undertaken. The event was resolved with no residual effects. According to the clinical events committee (cec), the re-treatment was related to the procedure, related to the atlas stents (subject devices), and not related to the coil mass. Per site, the reason for the re-intervention was a large, expanding basilar aneurysm with compression on the brainstem causing symptoms.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. In the case of this complaint it was reported that the patient had to go re-treatment of aneurysm 8 months after the stenting and coiling procedure due to aneurysm still expanding. However, recanalization requiring retreatment is a known risks associated with endovascular procedures and are noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications has been assigned to this event. Update: additional information received mentioned that the symptoms were "right sided weakness".

Event description:
It was reported that a patient underwent successful stent-assisted (y-stenting) coil embolization of an unruptured aneurysm located on the basilar apex. Approximately 8 month-post-procedure, re- intervention to target aneurysm was undertaken. The event was resolved with no residual effects. According to the clinical events committee (cec), the re-treatment was related to the procedure, related to the atlas stents (subject devices), and not related to the coil mass. Per site, the reason for the re-intervention was a large, expanding basilar aneurysm with compression on the brainstem causing symptoms of right sided weakness. It was reported that a patient underwent successful stent-assisted (y-stenting) coil embolization of an unruptured aneurysm located on the basilar apex. Approximately 8 month-post-procedure, re- intervention to target aneurysm was undertaken. The event was resolved with no residual effects. According to the clinical events committee (cec), the re-treatment was related to the procedure, related to the atlas stents (subject devices), and not related to the coil mass. Per site, the reason for the re-intervention was a large, expanding basilar aneurysm with compression on the brainstem causing symptoms of right sided weakness. After retreatment, at 8+ month post-procedure, the right sided weakness was ongoing.